Manufacturer narrative:
Event summary: visual inspection of sheath 4fc12 / 22147 showed the device was kinked 1.71 inches from the tip of the sheath. The sheath failed the test due to the kink. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-16: the sheath was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.